Event description:
On (B)(6) 2012 the reporter contacted animas alleging that the keypad rubber is thin and sticky and that the up arrow, down arrow, and ok keypad buttons are intermittently unresponsive. The patient reportedly wears the pump in a pump skin and does not clean the pump. There was no reported patient impact associated with this complaint. This complaint is being reported because the alleged keypad malfunction remained unresolved.

Manufacturer narrative:
Follow-up # 1 date of submission (B)(4) 2012 - device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2012 with the following findings: the keypad was found to be fully intact; no damage was observed. The keypad was found to be worn, which has no effect on insulin delivery. During testing, the down arrow and contrast keypad buttons were found to be intermittently unresponsive; the up arrow and ok buttons responded appropriately. There was evidence of contamination found under all key contacts and the keypad flex was peeling off from the base.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.